Event description:
It was reported that during a procedure of a mildly tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion of the left anterior descending (lad) artery, the 2.0 x 20 mm voyager nc was attempted and during the first inflation at 6 atmosphere (atm) the balloon ruptured. There was no reported patient effect. A second 2.5 x 20 mm voyager was used for predilatation at 14 atm followed by a non-abbott stent being deployed to complete the procedure. There was no patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is also consistent with the reported use of the device. There was also contrast visible on the hypotube, which is consistent with handling. The analysis confirmed a longitudinal rupture in the balloon above the distal balloon marker, extending proximally. It could not be determined if the rupture was along a crease or fold in the balloon. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately calcified and may have contributed to the reported difficulty. Scanning electron microscopy (sem) lab analysis confirmed a leak in a balloon fold. It was determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon as partial tears were observed along the inner surface adjacent to the fracture. Although the exact cause for the rupture cannot be determined, this type of damage is most consistent with exposure conditions during the procedure, a material/processing discrepancy, or multiple inflations and/or high stress being applied to the balloon material. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, a definitive cause for the reported balloon rupture cannot be determined; however, there does not appear to be any indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.